Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 159, 414 and 266 mg/dl. The customer¿s expected blood glucose test results are: 110 mg/dl fasting am, 110-120 mg/dl noon fasting and 150-160 mg/dl non-fasting. The customer feels well and did not report any symptoms. When reviewing the meter memory, customer was not concerned with the results of 78 and 73 mg/dl, stating that they were accurate as he had been feeling shaky and sweaty at the time. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. Unable to complete troubleshooting as the customer's test strips are expired: test strip lot manufacturer¿s expiration date is 06/22/2019. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (time not set): (B)(6).